Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor readings were inaccurate and it was triggering the threshold suspend feature on the insulin pump when the customer's blood glucose was not low. Customer's blood glucose was 130 mg/dl and the sensor reading was 60 mg/dl. The threshold suspend low suspend limit is set at 70 on the insulin pump. The inaccurate readings occurred while the customer was sleeping. Customer was advised the sensor and blood glucose readings were not within acceptable range. The sensor is not returning for analysis.